Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1/3.2 not detected on bus. A field service engineer (fse) found a blinding light on the pyxibus control board for the 3.2 drawer. Further the fse replaced drawer control board and pyxibus control board to resolve the issue. Then the drawer was reassigned upon reboot, and all drawer failures were cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 3.1 and 3.2 were not detected on bus. The customer tried to reboot and recover the drawer, but the problem was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.